Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had an image problem. It is unknown when the issue occurred. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, while the user was handling the device, bending section cover leaked, which led to water invasion of the device, then abnormality of electronic parts. As a result, the suggested event occurred. User may be able to detect the event by handing the device in accordance with the following instructions for use. -inspection of the endoscopic image user may be able to reduce/prevent occurrence of the event by handing the device in accordance with the following instructions for use. -leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.